Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right atrial (ra) lead appeared to have abrasion damage to the insulation and internal wires were exposed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5346 ipg, implanted (B)(6) 2005. (B)(4).